Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change out it was noted that this right ventricular (rv) lead had some significant slack when the pocket was opened. The physician could see and feel a difference in the insulation diameter. Ensure slit was on the opposite side of the defect. Further, silicone sleeve was repaired. Boston scientific technical services (ts) then suggested other option by replacing the lead, which is not an option as stated by the representative. The lead remains in service. No additional adverse patient effects were reported.